Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized twice due to hypoglycemia. The customer also stated that he was hospitalized once due to hyperglycemia. The customer's blood glucose reading at the time of the report was 501 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The customer was disconnected during priming. The customer could not perform the displacement test at the time of the report. The customer requested additional training on the insulin pump. Nothing further was reported.